Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the 132 cm embovac 71 catheter (ic71132ca / 30396853) was used in combination with the flowgate2¿ balloon guide catheter (stryker) during a chronic occlusion intervention procedure with the target located on the right internal carotid artery (ica) cervical segment. It was reported that the vessel was excessively tortuous with acute bends. The embovac device was positioned in the cervical internal carotid artery (ica) and the device could not reach the target site further distally. When the embovac device was removed, the physician found a leak. The physician does not know whether the hole in the embovac catheter there before the intervention procedure or if it occurred intra-operatively. The physician inspected the catheter before use and he found no sign of breakage. A short video of the catheter was included in the complaint file. There was no report of any patient adverse event or complication as a result of the reported issue. Additional event information was provided indicating that the chronic occlusion of the target vessel is not part of the patient¿s medical history, the patient had not undergone any prior treatment for this occlusion. There was no resistance felt at any point during the use of the embovac catheter. The flowgate2¿ balloon guide catheter was not damaged at any time during the procedure. There was no report of any blood flow reduction / restriction as a result of the reported issue. No additional intervention was required; the procedure was aborted after multiple unsuccessful attempts to cross the chronic occlusion via a 0.021¿ microcatheter (unspecified brand), the embovac catheter with its leak had no influence on this part of the procedure. The leak noted on the embovac was observed at the end of / after the procedure. It was reported that the embovac catheter was prepped and used in accordance with the instructions for use (IFU). Excessive force was not applied to the device. There was no procedure delay due to the observed leak on the embovac as it was discovered at the end of / after the procedure had been aborted. On 25 february 2021, additional information was received that indicated that the physician did not notice any damage or irregularities when he was inspecting the embovac catheter before the procedure. During the procedure, the physician also did not see any unusual performance of the catheter. He just realized the leak after the end of the procedure. The video of the embovac device was reviewed by the product analysis team. Based on the video, no appearance of damage was observed on the device, however, it was noted that when the physician put his finger on the end of the device, saline solution was observed leaking out through a hole on the body of the embovac catheter. The issue reported related to the leak on the body of the catheter was confirmed based on the included video. The complaint device was received for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 132 cm embovac 71 catheter was received contained in a pouch. Visual inspection was performed. The braided mesh was observed stretched from 126 cm to 133 cm. No other anomalies were observed during the visual inspection. Microscopic inspection was performed. There is a hole observed in the covering of braided mesh at the stretched area. No other damage nor anomaly was observed. The dimensions of the returned device were measured. The inner diameter (ID) and outer diameter (od) were found within specification. Hub ID = 0.0715 inch; specification: 0.071 inch minimum. Distal ID = 0.0715 inch; specification: 0.071 inch minimum. Actual microcatheter od = 0.0830 inch; specification: max. 0.0837 inch / min. 0.081 inch. A review of manufacturing documentation associated with this lot (30396853) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the complaint device was used in combination with the flowgate2¿ balloon guide catheter (stryker) during a chronic occlusion intervention procedure with the target located on the right internal carotid artery (ica) cervical segment. It was reported that the vessel was excessively tortuous with acute bends. When the device could not reach the target site further distally, it was removed. The physician found a leak and it was reported that the physician does not know whether the hole in the embovac catheter was there before the procedure or it occurred intraoperatively. There was no sign of breakage when the physician inspected the device before use. Visual inspection of the returned device noted that it was stretched. Microscopy magnification revealed a hole in the area of the stretched condition. This observation confirmed the reported issue in the complaint. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported issue cannot be conclusively determined. It is possible that clinical and procedural factors including device manipulation / interaction, the patient¿s vessel reported as excessively tortuous with acute bends may have contributed to the reported issue. The reported issue that the device could not reach the target further distally was not tested in the product analysis lab as this is dependent on the patient¿s anatomy. However, based on the stretched condition of the returned device, the issue is confirmed. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contains the following precautions: exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 24 march 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the embovac 71 catheter (ic71132ca / 30396853) was used in combination with the flowgate2¿ balloon guide catheter (stryker) during a chronic occlusion intervention procedure with the target located on the right internal carotid artery (ica) cervical segment. It was reported that the vessel was excessively tortuous with acute bends. The embovac device was positioned in the cervical internal carotid artery (ica) and the device could not reach the target site further distally. When the embovac device was removed, the physician found a leak. The physician does not know whether the hole in the embovac catheter there before the intervention procedure or if it occurred intra-operatively. The physician inspected the catheter before use and he found no sign of breakage. A short video of the catheter was included in the complaint file. There was no report of any patient adverse event or complication as a result of the reported issue. Additional event information was provided indicating that the chronic occlusion of the target vessel is not part of the patient¿s medical history, the patient had not undergone any prior treatment for this occlusion. There was no resistance felt at any point during the use of the embovac catheter. The flowgate2¿ balloon guide catheter was not damaged at any time during the procedure. There was no report of any blood flow reduction / restriction as a result of the reported issue. No additional intervention was required; the procedure was aborted after multiple unsuccessful attempts to cross the chronic occlusion via a 0.021¿ microcatheter (unspecified brand), the embovac catheter with its leak had no influence on this part of the procedure. The leak noted on the embovac was observed at the end of / after the procedure. It was reported that the embovac catheter was prepped and used in accordance with the instructions for use (IFU). Excessive force was not applied to the device. There was no procedure delay due to the observed leak on the embovac as it was discovered at the end of / after the procedure had been aborted. On 25 february 2021, additional information was received that indicated that the physician did not notice any damage or irregularities when he was inspecting the embovac catheter before the procedure. During the procedure, the physician also did not see any unusual performance of the catheter. He just realized the leak after the end of the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, and weight were not provided. The initial reporter phone and email address are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The video of the embovac device was reviewed by the product analysis team. Based on the video, no appearance of damage was observed on the device, however, it was noted that when the physician put his finger on the end of the device, saline solution was observed leaking out through a hole on the body of the embovac catheter. The issue reported related to the leak on the body of the catheter was confirmed based on the included video. Further investigation will be performed when the device has been returned for evaluation and analysis. A review of manufacturing documentation associated with this lot (30396853) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The ¿cause not established¿ code was used in the investigation conclusions because while the leak was confirmed based on the video included in the complaint, the actual device has not been received for evaluation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.